Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a follow-up CT performed on  a patient with aneurx stent graft  which had been previously implanted to treat a   50 mm aneurysm ,  a type ia endoleak and stent graft  migration were observed . The event was attributed to anatomical factors, specifically disease progression of the neck and subsequent migration of the original cuff. To address the type ia endoleak and migration , an etlw1616c93e iliac limb was placed in the aorta. This resolved the event.